Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient called to report that while driving to the doctor's office for a bandage change, they realized they were driving down the wrong side of the road, then turned around, hit something and then blacked out. The patient made it to the clinic and thinks their issue is due to their medication or their device. Follow-up was conducted to obtain information on the patient, but the attempts were unsuccessful. Any additional relevant information received will be added to the event. The device remains in use. No further patient complications have been reported as a result of this event.